Event description:
Allegedly the patient was revised due to following mom complications: high levels of ion metals; instability and pain.

Manufacturer narrative:
After the initial report, it was determined that instability should be added to the incident mode.

Manufacturer narrative:
After the initial report, it was determined that instability should be added to the incident mode.